Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x2) and ventralight st (x2) on (B)(6) 2012 (x2) and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia and lumbar hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #1, #2). Per operative notes, "fascial defect in the lumbar region was noted. A ventralight st mesh (device #1) was placed and tacked. The left upper quadrant subcostal hernia was noted and a ventralight st mesh (device #2) was placed and tacked." (B)(6) 2013 - patient was diagnosed with recurrent lumbar hernia thereby underwent open repair with the implant of ventralex st mesh (device #3). Per operative notes, "the previously placed mesh (device #1) was more in anterior position. A ventralex st mesh (device #3) was placed within the defect and sutured." (B)(6) 2013 - patient was diagnosed with recurrent left lumbar hernia thereby underwent open repair with the implant of ventralex st mesh (device #4). Per operative notes, "the hernia sac was identified and excised. Superiorly the old mesh (device #3) had migrated superiorly was seen. Anteriorly laparoscopic repair mesh (device #1) was seen. A ventralex st (device #4) was placed and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #4). Additional emdrs were submitted to represent the two bard/davol ventralex st (device #1 & device #2) and the bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2012) is considered to be a best estimate. This supplemental emdr represents the ventralight st (device #2). An additional supplemental emdr was submitted to represent the ventralight st (device #1), ventralex st (device #3), ventralex st (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #4). Additional emdrs were submitted to represent the two bard/davol ventralex st (device #1 & device #2) and the bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x2) and ventralight st (x2) on (B)(6) 2012 (x2) and/or (B)(6) 2013 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.